Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the arteriovenous fistula. A 6x150mm absolute pro self-expanding stent system was advanced; however, the stent jumped during deployment. The stent was partially implanted in the lesion and another unknown stent was used to successfully cover the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing a spring like release of the stent during deployment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported inaccurate delivery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.